Event description:
While pt was under mac anesthesia for a supraclavicular lymph node biopsy, pt sustained a flash burn to her left ear cartilage & hairline. Drapes were vented & only in contact at hair line on (l) side. Pt's hair was contained under or cap. Pt was breathing spontaneously with o2 face mask @ iol.crna noted 5-6" flames @ the pt's hairline after a bovie "pop" was heard from inside the wound. Interior of the wound was charred. Bovie ground pad was intact.